Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this brady lead was an attempted implant. After two positioning attempts, high pacing impedances were observed and the helix did not extend. This lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was an attempted implant. After two positioning attempts, high pacing impedances were observed and the helix did not extend. This lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis was unable to conclusively determine the root cause of the reported high pacing impedances or helix extension/retraction problems.